Manufacturer narrative:
It was noticed that the tip of the screwdriver had broken off. It was not located. It is unsure when the breakage occurred: prior to or during surgery. As a consequence, clariance will file an MDR, out of an abundance of caution, to ensure full compliance with 21cfr part 803.

Event description:
Drivers distal end is sheared off. It is unknown if this occurred prior to or during surgery. The tip was not found in the surgical site or on x-rays. There was no harm to the patient and no delay to the surgery.

Manufacturer narrative:
It was noticed that the tip of the screwdriver had broken off. It was not located. It is unsure when the breakage occurred: prior to or during surgery. As a consequence, clariance will file an MDR, out of an abundance of caution, to ensure full compliance with 21cfr part 803. Supplemental report on 11/29/2023, now included with this filing is the analysis report from clariance sas.

Event description:
Drivers distal end is sheared off. It is unknown if this occurred prior to or during surgery. The tip was not found in the surgical site or on x-rays. There was no harm to the patient and no delay to the surgery.